Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found a leaking probe which led to a malfunctioned valve. The fse replaced the valve assembly to resolve the issue. The fse performed quality control and passed. The fse verified no further leaking and analyzer resumed normal operation. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results for multiple chemistries including sodium (na), glucose (glu), total protein (tp) and alkaline phosphatase (alp), involving their au480 clinical chemistry analyzer. The customer repeated the patient sample and obtained results considered correct. The customer reported initial results for this patient out of the laboratory but later amended. The customer did not provide patient demographics. The customer provided data for this patient.